Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe was too big and would not fit into the valved trocar. The procedure was completed.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample¿s laser radio frequency identification (rfid) tag was read and the sample was not associated with the customer¿s reported lot number. The sample is unrelated to the customer¿s reported event. The 25 gauge illuminated flex curved laser probe was manufactured on october 30, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The sample is unrelated to the customer¿s reported event. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).